Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach to the patient¿s esophagus and found in the patient's stomach. They placed another capsule on the procedure and it attached successfully. There was no patient and user harm and no intervention was required. No lubricant was used to facilitate the placement of the capsule.